Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier does not properly close the clip due to loose internal components in the housing. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon attempted to clamp on a vessel/tissue bundle. The instrument was unable to successfully apply the clip. This occurred during the 1st clip application. A backup instrument was used to continue the procedure.

Manufacturer narrative:
The medium-large clip applier was found with both grips bent. The damage was found near the top of the clip groove, causing an offset at the tips. The clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The instrument was found to have grip input disk 7 completely broken into pieces inside the housing while input disk 6 cracked. Other backed components adjacent to the broken inputs do not show damage which may indicate potential improper reprocessing. The grip cable for input disk 6 dislodged. Root cause of bent grip tips is attributed to damage during either use or reprocessing as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. Root cause of broken disks is attributed to use and incorrect reprocessing conditions.